Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case logs showed all electrodes were placed accurately using egps. However, it was reported the user accidently cut an electrode while closing the incision for this procedure. This electrode was therefore revised intra-operatively using egps. Ultimately, the case was completed with no reported adverse effects to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. Cause of the reported issue can be traced to user technique.

Event description:
It was reported that an implant using the excelsius gps system had to be removed and replaced.